Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain/physical pain. A hysterectomy with salpingectomy was performed to remove micro-inserts around 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain/ constant pain right lower quadrant pelvic pain"), fallopian tube perforation ("perforation (fallopiantube(s))"), retinal degeneration ("lattice degeneration") and weight increased ("weight gain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulties placing the rt coil due to poor visibility through the tube;" in october 2012 and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In 2013, the patient experienced retinal degeneration (seriousness criterion medically significant) with vision blurred, weight increased (seriousness criterion medically significant) and alopecia ("excessive hair loss"). In 2014, the patient experienced night sweats ("night sweats"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In october 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (hysterectomy and salpingectomy), surgery (hysterectomy and salpingectomy on (B)(6) 2016, eye surgery (retina detachment surgery) and gastric bypass surgery in apr-2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and fatigue had resolved and the fallopian tube perforation, retinal degeneration, weight increased, procedural pain, night sweats and migraine outcome was unknown. The reporter considered alopecia, fallopian tube perforation, fatigue, migraine, night sweats, pelvic pain, procedural pain, retinal degeneration and weight increased to be related to essure. The reporter commented: the plaintiff stated that doctor had difficulties placing the rt coil due to poor visibility through the tube. The lt coil was implanted on one day and then they had to reschedule to place the rt coil on (B)(6) 2012 (just several days after the lt coil implantation). She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet form received. The plaintiff's information was updated. The essure coils were inserted on (B)(6) 2012 and they were removed on (B)(6) 2016 by bilateral salpingectomy. The plaintiff stated that doctor had difficulties placing the rt coil due to poor visibility through the tube. The lt coil was implanted on one day and then they had to reschedule to place the rt coil on (B)(6) 2012 (just several days after the lt coil implantation. Plaintiff also claimed about night sweats, migraines / headaches, fatigue, perforation (fallopian tube(s)), blurry vision, lattice degeneration treated with eye surgery and weight gain treated with gastric bypass. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain/ constant pain right lower quadrant pelvic pain"), fallopian tube perforation ("perforation (fallopiantube(s))"), retinal degeneration ("lattice degeneration"), retinal detachment ("retina detachment"), gastric bypass ("gastric bypass") and weight increased ("weight gain") in a 32-year-old female patient who had essure (batch no. 12533513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulties placing the rt coil due to poor visibility through the tube;" in october 2012 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included chest pain, obesity and somnolence. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In 2013, the patient experienced retinal degeneration (seriousness criterion medically significant) with vision blurred, weight increased (seriousness criterion medically significant) and alopecia ("excessive hair loss"). In 2014, the patient experienced night sweats ("night sweats"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In october 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced retinal detachment (seriousness criterion medically significant), gastric bypass (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2016), surgery (hysterectomy and salpingectomy), surgery (eye surgery (retina detachment surgery)), surgery (retinal detachment surgery), surgery and surgery (gastric bypass surgery in apr-2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue and headache had resolved and the fallopian tube perforation, retinal degeneration, retinal detachment, gastric bypass, weight increased, procedural pain, night sweats and migraine outcome was unknown. The reporter considered alopecia, fallopian tube perforation, fatigue, gastric bypass, headache, migraine, night sweats, pelvic pain, procedural pain, retinal degeneration, retinal detachment and weight increased to be related to essure. The reporter commented: the plaintiff stated that doctor had difficulties placing the rt coil due to poor visibility through the tube. The lt coil was implanted on one day and then they had to reschedule to place the rt coil on (B)(6) 2012 (just several days after the lt coil implantation). She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received, reporter added , event added as :- gastric bypass, headache, retina detachment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopiantube(s))"), pelvic pain ("severe pelvic pain / physical pain/ constant pain right lower quadrant pelvic pain"), retinal degeneration ("lattice degeneration"), retinal detachment ("retina detachment"), gastric bypass ("gastric bypass") and weight increased ("weight gain") in a 32-year-old female patient who had essure (batch no. 12533513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulties placing the rt coil due to poor visibility through the tube;" in (B)(6) 2012 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included chest pain, obesity and somnolence. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In 2013, the patient experienced retinal degeneration (seriousness criterion medically significant) with vision blurred, weight increased (seriousness criterion medically significant) and alopecia ("excessive hair loss"). In 2014, the patient experienced night sweats ("night sweats"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced retinal detachment (seriousness criterion medically significant), gastric bypass (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2016), surgery (eye surgery (retina detachment surgery)), surgery (retinal detachment surgery), surgery and surgery (gastric bypass surgery in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, retinal degeneration, retinal detachment, gastric bypass, weight increased, procedural pain, night sweats and migraine outcome was unknown and the pelvic pain, alopecia, fatigue and headache had resolved. The reporter considered alopecia, fallopian tube perforation, fatigue, gastric bypass, headache, migraine, night sweats, pelvic pain, procedural pain, retinal degeneration, retinal detachment and weight increased to be related to essure. The reporter commented: the plaintiff stated that doctor had difficulties placing the rt coil due to poor visibility through the tube. The lt coil was implanted on one day and then they had to reschedule to place the rt coil on (B)(6) 2012 (just several days after the lt coil implantation). She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain/ constant pain right lower quadrant pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), retinal degeneration ("lattice degeneration") and weight increased ("weight gain") in a (B)(6)-year-old female patient who had essure (batch no. 12533513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulties placing the rt coil due to poor visibility through the tube;" in (B)(6) 2012 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included chest pain, obesity and somnolence. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In 2013, the patient experienced retinal degeneration (seriousness criterion medically significant) with vision blurred, weight increased (seriousness criterion medically significant) and alopecia ("excessive hair loss"). In 2014, the patient experienced night sweats ("night sweats"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2016), surgery (hysterectomy and salpingectomy), surgery (eye surgery (retina detachment surgery)) and surgery (gastric bypass surgery in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and fatigue had resolved and the fallopian tube perforation, retinal degeneration, weight increased, procedural pain, night sweats and migraine outcome was unknown. The reporter considered alopecia, fallopian tube perforation, fatigue, migraine, night sweats, pelvic pain, procedural pain, retinal degeneration and weight increased to be related to essure. The reporter commented: the plaintiff stated that doctor had difficulties placing the rt coil due to poor visibility through the tube. The lt coil was implanted on one day and then they had to reschedule to place the rt coil on (B)(6) 2012 (just several days after the lt coil implantation). She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on 1-mar-2018: the medical record received:the lot number added,reporter added,concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and alopecia ("excessive hair loss"). The patient was treated with surgery (removal of essure device, hysterectomy and salpingectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, alopecia and procedural pain outcome was unknown. The reporter considered pelvic pain, alopecia and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain/physical pain. A hysterectomy with salpingectomy was performed to remove micro-inserts around 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. The product technical analysis is being sought. Further information will be obtained through the litigation process.